Event description:
Pt reported obtaining back to back blood glucose results of 29 mg/dl and 149 mg/dl on the voicemate system. Pt indicated that, at the time the results were obtained, he was not exhibiting symptoms of hyperglycemia or hypoglycemia. No adverse event was reported. Pt stated that quality control testing was performed on the voicemate system and the values fell outside of the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.